Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator device will not switch on. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 25th june 2018. Upon receipt, the device could not be powered on via the on/off button, as per the reported fault. Visual inspection revealed the membrane tail was not correctly aligned within the j11 connector. This had resulted in the misalignment of the membrane tail¿s on_button line with its pin on the j11 connector. After correct reinstallation of the membrane tail, the device was successfully power cycled without fault. However, the device was still failing self-tests and therefore continued to display the other reported issue of a red status led. This indicated a further fault on the device. It was noted that the device had been issuing us english speech prompts upon receipt and the unit had failed every self-test after release from heartsine, due to a software configuration error. The user would have been alerted with ¿warning, device service required¿ prompts alongside a red status led. Information from the technical log and device history record indicated the device language was programmed to thai during manufacture at heartsine and had never been successfully changed throughout its period of installation. During investigation, the device language was successfully changed between us english and thai. This caused the unit to pass all subsequent self-tests, which confirmed that the self-test fails were due to corruption of the software configuration due to a language programming issue. This could have been caused by a disruption of the usb connection between the device and pc during a language change, or an issue with the user¿s hardware. Heartsine records indicate the device had performed to specification during out qat testing on the 25th june 2018, indicating that the membrane tail had made sufficient contact with the j11 pins at this time. Furthermore, the final test prior to release from heartsine is a power cycle, during which the device language is verified to be as expected. The investigation must therefore conclude the language programming issue had occurred after release from heartsine. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 500p.

Event description:
Red status indicator device will not switch on. There was no patient involved in this event.